Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion - chemotherapye". According to the customer: "chemotherapy (cytarabine) for 4 hours started @ 1800. Vtbi completed @ 2200 but still volume left in bag. Continued for another 1 hour 15 minutes. Issue occurred (B)(6) 2024 in (B)(6)."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information h4 device manufacturer date, h6 codes updated. General information: complaint: (B)(4). ---------------------------------------------------------------- information to the sample: model: infusomat space, article number: 8713050, serial number/batch: (B)(4), software version: n030005, hours of operation: 6140, further information: n/a .---------------------------------------------------------------- investigation results: history inspection: the device history files were read and analyzed. The device history files from 2024-05-03 were investigated. A space line was selected and it could be found several infusions with different rates and volumes. During the infusions, no abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of (B)(4) ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +0,23%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. Inside the device could be found liquid residues on emc protection shield and the lower housing. No other damages were found. ---------------------------------------------------------------- judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4) the investigation below was updated to correct the date of the device history files inspection. General information: complaint: (B)(4). Information to the sample: model: infusomat space article number: 8713050 serial number/batch: (B)(6) software version: n030005 hours of operation: 6140 further information: n/a investigation results: history inspection: the device history files were read and analyzed. The device history files from 2024-01-24 were investigated. A space line was selected and it could be found several infusions with different rates and volumes. During the infusions, no abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +0,23%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. Inside the device could be found liquid residues on emc protection shield and the lower housing. No other damages were found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.